Manufacturer narrative:
The device was received not deployed with data showing timeouts and a brief drive stall during first prime. The timeouts and brief drive stall resulted in the device failing to deploy due to the firing flat and release bar not aligning at the end of second prime. Rerun of the deivce was not able to replicate the observed timeouts and drive stall. No damages or deficiencies were observed that could contribute to the device failing to deploy. The exact cause of the observed timeouts and drive stall could not conclusively be determined.

Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible, indicating a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.